Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was dimensionally inspected and photographic images were made. (B)(4): meets specification.

Event description:
Allegedly surgeon confirmed clear-zone under the shell and the acetabular cup disassociation. Surgeon is doubting armd about this incident. Normal activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01654, 01655. This event occurred in (B)(6).